Event description:
It was reported that trial patient spoke with manufacturer representative on the day of this call that the screen was flashing on and stated it was not working and pulsing in her right buttocks. The patient stated she removed the tape and was still flashing. The patient stated that the reason she thought it was not working was because it was pulsing in her right buttocks not her vaginal. It was later reported 4 days later that the patient¿s lead likely migrated. The peripheral nerve evaluation had been concluded. There was no negative impact to patient. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: 2015-(B)(6), product type: lead. (B)(4).